Manufacturer narrative:
This is a resubmission of the original MDR (submitted via paper copy on (B)(6) 2015) made at the request of the FDA who notified the company they cannot locate the original MDR.

Event description:
The customer reported an issue with the panorama central station with telemetry which may have affected telemetry monitoring. No patient injury was reported.